Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, a (B)(6) patient experienced treatment failure, early sui recurrence after altis procedure. Date of procedure: (B)(6) 2015. Date of onset event: (B)(6) 2016. Description of the event: treatment failure, early sui recurrence. During altis revision: visible suture, not broken but the surgeon hypothesizes that the suture is stretched. Treatment: total removal of altis in (B)(6) 2018 and implantation of retro pubic sling. Status of the event: resolved (patient cured after tvt implantation) but precise date of resolution unknown.

Manufacturer narrative:
This follow-up MDR is created to document the corrected event information, explant date, and the conclusion of the investigation. The device was discarded. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. However, because quality's examination may not conclusively confirm or disprove the report of early sui recurrence, quality accepts the physician's observations of such as the reason for surgical intervention. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no significant trends for lot 4611093. Review of nonconforming reports revealed no nonconformance's for this lot. No capas are associated with this lot. This complaint was forwarded to the contract manufacturer (cm) for review. The cm reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release.

Event description:
Additional information received indicated at total removal of the sling was done on (B)(6) 2016. A retro pubic sling was implanted on (B)(6) 2017. The event was resolved on (B)(6) 2017.